Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva system within 7 minutes: 14.4 mmol/l, 11.3 mmol/l and 7.4 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.